Event description:
A female pt was enrolled in the study in 2007 with 1-vessel disease. The main indication for the procedure was stable angina pectoris. During index procedure, the pt experienced a dissection of the left anterior descending artery. The target lesion was a native, de novo, ostial, type a. The reference vessel diameter was 2 mm and the lesion length was 17mm. The lesion was direct stented with a 2.5 x 18mm cypher select plus stent, which was electively implanted at 12atm with no satisfactory results as a dissection occurred. The dissection was treated with 3.0 x 13mm and 2.5 x 08mm cypher select plus stents.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.